Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Upon visual inspection, tornado button was sticking when pushed and had fluid intrusion around buttons that would be related to the reported event. The usm was installed onto a golden system where the patient clearance button sticking issue was triggered indicating fault on the tornado button, replicating the reported event. The usm was then installed onto a pftp where all test passed. As a result of these findings, failure analysis was able to conclude that the tornado switch assembly was found to be the root cause of the reported event.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that prior to the start of a da vinci-assisted bilateral inguinal hernia surgical procedure, a recoverable fault occurred on the system and then became a non-recoverable fault when the customer pressed the recover button. The customer then rebooted the system, and the error returned. The technical service engineer (tse) reviewed the system logs and found an error 25741 pointing to the universal surgical manipulator 1 (usm1) indicating the patient clearance button was stuck. The tse advised the customer to toggle the button, but the issue remained. The customer disabled the usm1 and set up for a three-arm procedure. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the customer clarified that the system did not have issues when it first powered on. The ports were placed for the case when the issue occurred, and the customer stowed the faulting universal surgical manipulator.